Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 around 11:00 a.m., "no asystole alarm and pam alarm" was announced for room 112. The patient expired. The death is being reported in MDR#1218950-2020-00804.